Manufacturer narrative:
The reported event was confirmed through the analysis of the log files that were provided by the account. Based on past experience with the lvas and similar reported events, the pump stoppages and driveline disconnect alarms that occurred on (B)(6) 2017 while the patient was supported by the power module with a grounded patient cable could be indicative of driveline damage. The patient remains ongoing on vad support and no additional complaints have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s weight was not provided. (B)(4), approximate age of device: 1 year and 8 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced a "low speed advisory alarm" and pump stoppage events. The patient was reported to have been asymptomatic. The patient was provided two ungrounded power module patient cable for use while on power module support. No further issues were reported.

Event description:
Additional information: it was reported that the patient¿s lvad system was connected to a grounded power module patient cable, and a pump stoppage occurred. A representative of the manufacturer's technical services team reviewed the submitted log file and confirmed the pump stoppage on (B)(6) 2017. No additional information was provided.